Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure. Additional information was received that the explanted device will not be returned as it was discarded by the facility.